Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by surgeon.

Event description:
As reported: "the omega 3 system was chosen to provide fixation of an intertrochanteric fracture on a male trauma patient of unknown age. The omega 135° guide was used to insert the omega guide pin. Omega reamer and omega tap were used before insertion of lag screw. An omega 3 lag screw (95mm) was implanted over the omega guide pin. The surgeon decided to exchange it for a longer lag screw. The rear part (screw/ driver interface) of the 95mm lag screw was visually deformed after extraction. An omega 3 lag screw (105mm) was then inserted over the guide wire. During insertion, the distal (rear) part of the screw began to deform (at the screw/ driver interface). The deformation was visualized by the surgeon. The surgeon attempted to install the omega 3 stabilization plate onto the lag screw without success. The lag screw screwdriver was not able to remove the damaged lag screw. A conical extractor was used to successfully remove the lag screw. A new omega 3 lag screw (100mm) was then inserted over the guide wire. The omega stabilization plate did not fit the bone to the surgeon's liking and was replaced with an omega short barrel hip plate 135°, 2 hole. X (4.5 x 40mm) screws were inserted through the plate into the femur shaft to secure the plate to the bone." Additionally reported: "surgery was prolonged about an hour and a half because of the implant malfunction."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the omega 3 system was chosen to provide fixation of an intertrochanteric fracture on a male trauma patient of unknown age. The omega 135° guide was used to insert the omega guide pin. Omega reamer and omega tap were used before insertion of lag screw. An omega 3 lag screw (95mm) was implanted over the omega guide pin. The surgeon decided to exchange it for a longer lag screw. The rear part (screw/ driver interface) of the 95mm lag screw was visually deformed after extraction. An omega 3 lag screw (105mm) was then inserted over the guide wire. During insertion, the distal (rear) part of the screw began to deform (at the screw/ driver interface). The deformation was visualized by the surgeon. The surgeon attempted to install the omega 3 stabilization plate onto the lag screw without success. The lag screw screwdriver was not able to remove the damaged lag screw. A conical extractor was used to successfully remove the lag screw. A new omega 3 lag screw (100mm) was then inserted over the guide wire. The omega stabilization plate did not fit the bone to the surgeon's liking and was replaced with an omega short barrel hip plate 135°, 2 hole. X (4.5 x 40mm) screws were inserted through the plate into the femur shaft to secure the plate to the bone." Additionally reported: "surgery was prolonged about an hour and a half because of the implant malfunction."